Manufacturer narrative:
A medwatch form (mw5061808) was received, which stated "patient experienced lower gi bleed (B) (6) 2016- to surgery- showed proctitis, arterial bleeding 15 cms above anal ridge. Second episode bleeding on (B) (6) 2016, scoped ulcer rectal area 15 cms above anal verge, patient had flexiseal (B) (6) 2016, patient had c-diff and had very bad groin wounds. Flexiseal removed when stools thickened. Balloon was inflated with 45 mls water, bleeding was successfully stopped after 2nd bleeding control procedure." A batch record review indicated no discrepancies. The original equipment manufacturer (OEM) reviewed the lot records for lot# 15fm0002 and found no discrepancies. Retain samples for lot# 15fm0002 were also reviewed. The appearance of the balloon, catheter body, irrigation cavity, and valve function were normal. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 14, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. The product information for use states: "care should be exercised in using this device in patients who have a tendency to bleed from either anti-coagulant / anti-platelet therapy or underlying disease." No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a healthcare administrator reporting a patient experience with the device. A patient admitted to critical care unit on (B)(6) 2016 with septicemia, severe anemia, limited mobility, incontinence, and septic lower extremity ulcerations, had the device placed for management of diarrhea. From admission onward, the patient was treated with epogen therapy, lovenox injections, and IV antibiotics. On (B)(6) 2016, the device was inserted for management of c. Difficile infectious diarrhea and was discontinued on (B)(6) 2016 because patient began producing formed stools. On (B)(6) 2016, the patient developed active bleeding per rectum, described as "bright red blood with large clots." Colonoscopy revealed multiple severe rectal ulcerations located fifteen (15) centimeters above the anal ridge with a "jet" of arterial blood coming from the lateral portion of the rectum. Surgical cautery and placement of two (2) endo clips was performed. A biopsy was taken, the patient received epinephrine injection and infusion of two (2) units of blood. Md notes state ulcerative edematous tissue in rectum with a diagnosis of ulcerative proctitis. On (B)(6) 2016, the patient received an infusion of one (1) unit of blood, and on (B)(6) 2016 received another infusion of one (1) unit of blood. On (B)(6) 2016, the patient underwent a follow up colonoscopy for continuing bleeding. A second surgical cauterization was performed. The patient's hemoglobin remained between 7.8 and 8 during this time. Patient outcome was reported as resolved, patient has stabilized and is awaiting discharge.